Event description:
Customer had a blood glucose lab comparison performed. The lab result was 252 mg/dl, and the device reading was 454 mg/dl. No treatment was given. A request was made for the return of the suspect device and a replacement was sent.